Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced loose mesh, recurrent of stress urinary incontinence, infection, tape migration, fistula and prolapse. Autologous pubovaginal sling using rectus fascia auto graft, cystocele repair (native tissue), cystoscopy and a suprapubic tube insertion and transvaginal urethropysis were performed.